Event description:
It was reported that the right ventricular (rv) lead had a fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable pulse generator (ipg), implanted: (B)(6) 2009; 4965-25 implantable pacing lead, implanted: (B)(6) 2002. (B)(4).